Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the dissector's active blade fractured during use on the metal uterine manipulator. There was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the dissector's active blade fractured during use on metal uterine manipulator. Broken piece did not fall into patient's cavity. Replaced with similar dissector to complete the procedure. There was no patient injury.